Manufacturer narrative:
Bottle 5 (ethanol) was removed from the instrument for 3 seconds at 21:40pm on (B)(4) 2014 in response to info displayed in association with an error code. The period for which bottle 5 was removed is insufficient time to complete manual replacement of the reagent. The properties of the corresponding reagent station were reset, which set the concentration to the default value of 100% configured in the reagent types definitions, and reset the number of cassettes and the number of cycles and days to zero. However, the actual concentration of the reagent in bottle 5 which was used for the final dehydration step of the "late scientist run" protocol started in retort b at 01:02am on (B)(4) 2014 remained unchanged at 89.7% because the reagent had not been replaced. The minimum final reagent concentration for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause for the sub-optimal tissue processing reported was a use error involving failure by the user to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual, which occurred prior to commencement of the affected protocol.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from a protocol which completed at 7:30am on (B)(6) 2014. The complainant described the affected tissue samples as "cooked and burnt looking with artefacts present"; and advised that these samples were difficult to cut. A leica field support specialist (fss) attended the laboratory on (B)(4) 2014, in order to investigate the circumstances involved in this complaint and to provide applications support. The fss noted the presence of liquid contamination in wax bath four (4); and that all reagents (including the wax in the four (4) wax baths) had been replaced. On (B)(4) 2014, leica biosystems received info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.